Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2007. Recently, it was reported that he was unable to turn stimulation up to the level of perception. During a reprogramming session, lead contacts 3-6 and 8 exhibited invalid impedance and contact 2 had a high impedance. X-ray results showed no lead disconnects, migrations, or fractures. Patient was reprogrammed with two lead contacts, and he reported adequate stimulation. Patient reported feeling an initial pulse of current or shock when the stimulation was turned on and off. The patient and physician agreed to use the programmer for one month and then follow up to see if it is operating effectively. Follow up on the patient found that he had a recent fall before the event. No further information is available at this time.